Manufacturer narrative:
Preliminary analysis of the returned device tends to indicate that the atrial setscrew has been screwed prior to complete insertion of the atrial lead terminal, as suggested by the damages observed on the atrial setscrew threads.

Event description:
It was reportedly impossible to connect a tilda r53 lead to the subject ICD; the lead connector could not be tightened. Upon each attempt, the lead connector could be pulled-out easily from the port. The ICD was not implanted.

Manufacturer narrative:
UDI:(B)(4).

Event description:
It was reportedly impossible to connect a tilda r53 lead to the subject ICD; the lead connector could not be tightened. Upon each attempt, the lead connector could be pulled-out easily from the port. The ICD was not implanted.